Event description:
It was reported that during a prostate procedure the first fiber cap was damaged. The second fiber used went on standby. The procedure was completed with a turp. No damage to the pt. This report is for the second fiber.